Manufacturer narrative:
H6: returned product analysis revealed a portion of the polymer coating was torn from the wire tip. The guide wire tip remained intact. The cause of the wire damage could not be determined.

Event description:
It was reported that during a coronary stent procedure, the wire tip was trapped behind the coronary stent. The wire's coating came off as the wire was retracted back through the stent. Rheopro was administered to the pt. Pt status is listed as "ok".